Event description:
The customer's mother stated that the customer was hospitalized with a blood glucose reading of 308 mg/dl. Troubleshooting was performed. The insulin pump was programmed correctly. However, the time was off by one hour. The prime, self, and displacement tests passed. The insulin pump alarmed motor error and no delivery prior to the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.